Event description:
The patient experienced a "late bleed into the pocket", hematoma and a pocket infection. Antibiotic treatment was commenced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).